Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and the reported difficult to remove gripper line was confirmed to be due to the observed knotted gripper line. Additionally, the reported stretched gripper line was confirmed to be a cascading effect of the reported difficulty to remove the gripper line. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents reported for difficult to remove gripper line and stretched gripper line from this lot. All available information was investigated and a definitive cause for the observed knotted gripper line in this incident could not be determined. The difficulty to remove the gripper line appears to be the cascading effect of the observed knot. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is being filed under a separate medwatch report.

Event description:
This is filed to report the difficulty removing the gripper line. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4. One clip (80925u143) was implanted, reducing the mr to 1. On (B)(6) 2019, it was noted that the mr had increased to 4, and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2019, a second procedure was performed. The clip delivery system (cds 81029u134) was advanced to the mitral valve and the clip was deployed. During gripper line removal, after 12 inches were removed, the gripper line became stuck. The gripper line was pulled more, and the gripper line stretched. The clip delivery system (cds) was removed over the gripper line; the gripper line remained in the steerable guide catheter (sgc). The sgc and gripper line were slowly removed together. An additional clip was successfully implanted medial to the slda clip, reducing mr to a grade of 1. No additional information was provided.